Manufacturer narrative:
The customer's product has been returned and an investigation is in process. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed. Investigation in process

Event description:
Customer's husband reported that his wife was receiving an error 4 when a test strip was inserted and a battery and booklet icon appeared on the display of their freestyle flash blood glucose monitor. The meter was exhibiting signs of the memory overwrite malfunction. Customer's husband also states that his wife was experiencing shakiness. There was no report of death, serious injury or third party medical intervention associated with this event.